Event description:
It was reported that the customer passed away due to heart failure and complications from diabetes. It was stated that the customer was not wearing the device at time of death. The customer removed the insulin pump at home, collapsed, and then she was taken to the hospital. It was stated that her husband does not want to return the device for analysis. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.